Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 4.0 second test inr = 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user : first test inr = 4.0 second test inr = 3.0 mean = 3.5 ; sd = 0.7; %cv = 20.2%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Per text" strip lot # is not available at time of call." Strips lot number unavailable. Further testing cannot be performed.